Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports: other mfg report number: 3013886523-2023-00303. A physician reported a certas valve (ID 828814) and a bactiseal catheter kit (ID ns0340) were implanted via ventriculo-peritoneal (v-p) shunt on unknown date with unknown setting. The valve was removed on unknown date as shunt obstruction was suspected. According to information provided, it is unknown if the patient experienced any signs and symptoms due to product problem. It is also unknown if there was an issue with the catheter, however it was removed.